Event description:
Pt revised to address loose tibial component. Pt did have a significant fall prior to pain on-set.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported device loosening; however, provided info indicates the pt experience trauma (fall) at the onset of pain and may be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received, the investigation will be reopened.